Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient wanted to have an MRI conditional system. During her elective procedure the lead was testing with low impedances. The lead was removed and replaced and during intra-operative testing all contacts tested normal. Issue was resolved.